Event description:
It was reported that the user experienced a freestyle libre 3 plus sensor issue after inserting a new sensor, which was attributed to not scanning and pairing the replacement sensor before use. No adverse clinical symptoms reported. Outcomes included no impact on daily activities, no medical intervention, and no hospitalization. User support included customer troubleshooting and user education on proper sensor pairing. Investigation of this case revealed use error related to setup, with resolution achieved after correctly scanning and pairing the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error due to failure to perform the required pairing step.

Manufacturer narrative:
Initial.